Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer was able to fill existing cartridge with existing needle. Customer¿s blood glucose ranged from 125-269 mg/dl. In addition, it was reported that the customer received a minimum fill notification after filling the cartridge with 200 units of insulin. Reportedly, the customer loaded a new cartridge to resolve the issue.